Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to a leakage from switch button 1 (sw1). A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of foreign material exiting from the channel was confirmed, likely due to insufficient or incorrect reprocessing. The device evaluation found the following non-reportable findings: charged coupled device lens was broken, light guide lens was broken, bending section cover adhesive was detached, switch 1 and switch 3 were broken, the channel cleaning brush did not move smoothly due to the clogged channel tube, angulation in the up direction was out of standards due to worn angle-wire, the gap on upward/downward angulation control knob was out of standards due to worn angle-wire, the knob torque of upward/downward angulation knob on free exceeds standards due to worn angle-wire, waterproof failure due to cut switch 1, and light guide bundle was abnormal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had foreign material exiting from the channel. The issue was found during reprocessing for an unknown diagnostic procedure. The procedure was completed using a similar device with no delay. There were no reports of patient harm.